Event description:
The customer stated that they have an atlas monitor that intermittently powers down when plugged into an electrical outlet. The unexpected shutdown of a bedside monitor may impact clinician's ability to hear and see changes in the pt's condition. There was no pt harm as a result of the reported event.

Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete.